Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2208-50, serial: (B)(4), batch: 199897.

Event description:
It was reported that patient had a slight change in the areas of stimulation. X-ray was taken and confirmed that the leads migrated approximately two levels caudally compared to the original x-ray at the time of implant. The patient underwent a lead replacement procedure and was reportedly doing well post-operatively. The explanted leads were discarded at the facility.